Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnostic cardiac chambers (congenital structural heart) procedure. The procedure was completed as planned. It was reported to philips that the system was unable to boot. Review of the log files shows remote alert ¿ixr-pro-azurion-level-1-quality-assurance performance verification test failed: energy and signal flow 1 frontal¿. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found bad detector calibrations. Fse ran iq test, but it failed. To resolve the issue, fse ran the gain calibrations and verified image quality signal flow. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.